Event description:
It was reported that oversensing was observed on the ventricular channel. Rv capture could not be assessed and the rv signal amplitude was variable. The lead was found to be dislodged, due to the patient's exercise.

Manufacturer narrative:
Na